Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. In addition, he also identified that the device was not cooling on the patient side. The fault was traced back to a leak of coolant. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during setup a heater-cooler system 3t was not heating to the set temperature on the patient side. The user recycled the power multiple times and it worked properly eventually. There was no patient involvement.